Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced proliferating cells adhered to anterior surface of the lens, difficulty in seeing and there was a possibility of calcification. The patient had diabetes mellitus and re surgery is scheduled for the month of may for lens replacement if not removed with irrigation and aspiration. Additional information was requested, but no further information is available. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. The product was not returned. Photos were provided. The photos were clinically reviewed by global quality customer affairs (gqca). Based on the examination of the provided photographs, irregular grayish findings are observed on the anterior surface of the intraocular lens (iol), suggesting inflammatory-related fibrosis. This appearance typically results from significant inflammation following cataract surgery, which was left untreated, inadequately treated, or treated with extreme delay. Additionally, there is little to no evident progression when comparing the photos taken in 2020 to those taken in 2024. Product history records were reviewed and documentation indicated the product met release criteria. The root cause for the reported ¿proliferating cells¿ could not be determined. The lens remains implanted. Based on the examination of the provided photographs, irregular grayish findings are observed on the anterior surface of the iol, suggesting inflammatory-related fibrosis. This appearance typically results from significant inflammation following cataract surgery, which was left untreated, inadequately treated, or treated with extreme delay. Additionally, there is little to no evident progression when comparing the photos taken in 2020 to those taken in 2024. No other determination can be made based the photographs. The manufacturer internal reference number is: (B)(4).